Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during an attempted removal of an ivc filter, the snare loop of a gunther tulip vena cava filter retrieval set separated. Jugular access was obtained, and a wire and sheath were advanced into the inferior vena cava without issue. When attempting to manipulate the snare of the device to capture the ivc filter retrieval hook, the physician felt some stiffness, leading the physician to believe that the snare was against the retrieval hook. The physician then tried to close the snare on the hook and felt a snap. The physician then retracted the snare under fluoroscopy and discovered that the loop snare had snapped. The procedure was discontinued. The ivc filter was not retrieved during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, specifications, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. Two potentially related non-conformances were recorded; all affected devices were scrapped. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which state, ¿the product has been designed for retrieval of implanted günther tulip and cook celect vena cava filters in patients who no longer require a filter.¿ the IFU also warns, ¿excessive force should not be used to retrieve the filter.¿ based on the available information, cook has concluded that a cause for this event could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- k181757. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an attempted removal of an ivc filter, the snare loop of a gunther tulip vena cava filter retrieval set separated. Jugular access was obtained, and a wire and sheath were advanced into the inferior vena cava without issue. When attempting to manipulate the snare of the device to capture the ivc filter retrieval hook, the physician felt some stiffness, leading the physician to believe that the snare was against the retrieval hook. The physician then tried to close the snare on the hook and felt a snap. The physician then retracted the snare under fluoroscopy and discovered that the loop snare had snapped. The procedure was discontinued. The ivc filter was not retrieved during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.